Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported rainbow starburst glare, observed on a patient's right eye at three month post lasik treatment. Patient noted issue was seen in light or dark conditions around light sources. Patient feels like glare hasn't changed since day one; happy with monovision outcome, just wanted to know why she sees rainbows around lights. Add'l f/u, reported indicated the issue was resolved.